Event description:
It was reported that the patient was in the hospital due to increased depression. The patient was in the psychiatric unit. It was reported that the hospitalization was unrelated to the drug infusion system; however, the information was speculative and there was no alternative cause for the depression reported. The staff thought that the patient¿s pump needed to be refilled and a manufacturer¿s representative was paged to read the pump. The pump displayed a low battery alarm message. The alarm had not been heard by the patient. The pump was scheduled to be replaced in two weeks, but it was unsure if the surgery date would be held due to the patient being admitted. It was confirmed that the reservoir volume was 5.7 ml. The low reservoir alarm date was in 24 days. The device system was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0177967r, implanted: (B)(6) 2001, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).